Event description:
Same case as MDR ID # 2134265-2013-00847 and 2134265-2012-05834. (B)(4) clinical study. It was reported that during a percutaneous coronary intervention treatment procedure, in stent restenosis occurred. In (B)(6) 2010, the patient was diagnosed with q-wave, st elevated myocardial infarction and cardiac catheterization was recommended. The 90% stenosed and 18mm long target lesion was located in the middle left anterior descending artery with a reference diameter of 2.5mm. The target lesion was treated with direct stent placement of a 2.50x20mm taxus liberte stent, resulting in 0% residual stenosis. Two days later the patient was discharged on aspirin and prasugrel. In (B)(6) 2011 a 50% and 80% in-stent restenosis at the site of previously deployed non bsc stents in right coronary artery were noted. These in-stent restenotic lesions were treated with placement of a 2.5 x 28 mm promus element stent in proximal right coronary artery. In addition, a 95% in-stent restenosis of another non bsc stent in right coronary artery, beyond the acute marginal was noted. This was treated with the placement of 2.25 x 16 mm atom stent in distal right coronary artery. In (B)(6) 2011 the patient presented to the emergency room with chest discomfort and was hospitalized the same day. Coronary angiography revealed in-stent restenosis of the previously deployed study stents (2.5 x 28 mm promus element stent and 2.25 x 16 mm atom stent) in right coronary artery. The right coronary artery was treated with stent placement of an unspecified manufacturer's stent. The following day the event was considered resolved without residual effects, the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).